Manufacturer narrative:
The customer's calibration and qc recovery were found to be acceptable. Based on calibration and qc data a general reagent issue could be excluded. The investigation identified a pre-analytical sampling handling issue. The customer did not allow the sample to sit a full 30 minutes before processing per the tube manufacturer's guidelines. The investigation found the sample handling problem to be the cause of the issue.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient with the cobas e 801 analytical unit. The initial result was 302 mui/ml. This result was reported outside the laboratory and questioned by the physician. On (B)(6) 2021, a new sample had a result of <0.2 mui/ml. The initial sample was then repeated with results of <0.2 mui/ml twice. The reagent lot number was 513851 with an expiration date of 30-apr-2022.